Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4) , alleging other message. The reporter alleged receiving "test with new strip, strip full" message. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (03/21/2014)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2014 and evaluated by product analysis (pa) on (B)(4) 2014 with the following findings: the meter passed testing with no faults found. No error message was observed. The meter functioned properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.